Manufacturer narrative:
The referenced scope was returned to the national service center for evaluation. The service group's inspection found the scope failed the leak test between the distal end cover/body. A visual inspection was performed and observed the distal end cover was dented/with deep scratches. In addition, the bending section cover glue was cracked. As a result of the failed leak test, the scope was partially disassembled to inspect for potential fluid invasion damage. The scope was dry but the bending section cover was removed and the mesh has multiple (2) frayed wires. The instrument channel/brush passage was noted to be within specification as there was no restriction noted. The scope was repaired and returned to your facility. A review of the service history records indicated the scope was purchased on november 11, 2014, with six repairs in the past three years; with no repairs related to foreign objects lodged inside the channel. As part of the investigation, market quality requested to dispatch an endoscopy support specialist (ess) to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. The cause of the reported stent from a prior procedure was dislodged and fell into the patient¿ could not be confirmed. However, as a preventive measure, chapter 3 in the instruction manual provides instruction for preparation and inspection of the scope which states, ¿before each case, prepare and inspect this instrument as instructed below. When inspecting the instrument channel and forceps elevator the IFU states, ¿confirm that the forceps elevator is lowered, then insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography(ercp), a stent from a prior procedure was dislodged and fell into the patient. It was retrieved without patient injury. User reported following all recommended reprocessing methods.